Event description:
On (B)(6) 2010, pt reported the down button was defective on infusion device. The issue was intermittent for the past month and progressively got worse. During the week of (B)(6) 2010, the down button would not respond at all. Pt switched to backup infusion device. Both the up and down buttons responded correctly during troubleshooting call. Pt started using infusion device in 2007 and boluses approx 10 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Button pops up after being pressed. Product was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.